Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular interventional procedure, the 4f catheter tip detached within the patient. The physician had acquired arterial access and had negotiated the patient's lower leg periphery. During over-the-wire catheter manipulations within the patient's common femoral/superficial femoral artery, 10cm of the catheter tip detached. The physician used a vascular snare device to successfully externalize the foreign body from the patient liberating the vessel. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
Devices from the same lot as the suspect product were returned for evaluation. The complaint was confirmed, and the root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.